Manufacturer narrative:
Date of event: exact date unknown, event occured approximately (B)(6) 2019.

Event description:
It was reported that the patient had difficulty charging the ipg as it had to be charged multiple hours every day. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was discarded by the medical facility.